Event description:
Philips received a complaint from the customer on the v60 indicating that error code 1104 had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit backup alarm had a failed message, error code 1104, during setup. The rse advised the customer to perform an extended run-in, powering unit on and off to try and replicate the issue as well as a performance verification test (pvt) to verify the motor controller (mc) caps were functional. The rse also advised the customer to replace the central processing unit (cpu) and provided the parts ID. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.